Event description:
Reportedly, when an attempt was made to deliver defibrillator energy to a patient, device power spontaneously shut off. An AED was made available and was used to treat the patient. The reporter indicated that patient outcome was not adversely affected by the reported discrepancy, based upon a lack of patient viability.